Event description:
A vague report was received that the pump was involved in an overdelivery. The only information received was that "equip. Involved in incident which empty the bag in the pt". No additional information has been able to be received. No pt injury was reported.